Event description:
Initial info received from an office staff member on 08-oct-2010 and received by (B)(6) on 11-oct-2010: the reporting staff member stated that a pt (age and gender unspecified) received treatment with poly-l-lactic acid (sculptra) on an unk date. She stated that a pt developed "papules/nodules". Concomitant medication and medical history were not provided. No further relevant info reported.